Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the tablet device history records confirmed all quality specifications were passed prior to distribution.

Event description:
It was reported that the company representative has shipped back suspect product to the manufacturer. However, it has not been received to date.

Event description:
It was reported that the physician¿s tablet device displayed an ¿unable to open port¿ error message. Different programming wands were used, the tablet cables were reseated, and the tablet device was rebooted; however, the issue did not resolve. The tablet device has not been returned to date.